Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the system's xenon lamp needed to be replaced prior to a procedure. No patient impact was reported. Additional information has been requested.

Manufacturer narrative:
The system was examined. The reported system message (sm) was replicated. The sm indicated the lamp had exceeded its life span and was therefore replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The lamp was received for evaluation. The reported the reason for the lamp replacement was due to it exceeding its rated life, the sample was not evaluated. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned as intended to this rated life. (B)(4).